Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01065, it was reported the patient complained her scs system's stimulation is causing more pain. The patient stated over time her system has created more pain than relief. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.